Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was confirmed that it was not sufficiently fastened by the user. The locking mechanism on the ventilator and the pendant was checked and it worked normally. The ventilator had become damaged by the fall and was repaired. The ventilator then passed all functional and safety tests and was cleared for clinical use. The root cause of the event was an insufficient fastening of the ventilator on the pendant. There was no ventilator malfunction.

Event description:
It was reported that the ventilator fell from pendant. There was no patient harm. Manufacture's ref.#: (B)(4).